Event description:
Customer reportedly received the following results on the compact system within 10 minutes: 230mg/dl, 167 mg/dl, 175 mg/dl, 533 mg/dl, 225 mg/dl, and 430 mg/dl. No low or high blood glucose symptoms reported with these results. No action was taken based on device results. No quality controls used. No adverse event reported. Requested return of suspect device and replacement was sent.